Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient had documented pulseless electrical activity (pea) and passed away. It was noted that the implantable pulse generator (ipg) system function on the day of implant was within normal limits. The cause of the pea is unknown.